Event description:
It was reported that the subject catheter broke off during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR).

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported "I would like to file a complaint for two catheters that broke clean off during a case. No patient was hurt during the case and both were noticed broken once outside of body." Additional information received from the customer indicated continuous flush was maintained throughout the clinical procedure. The extent of anatomical tortuosity is not known. The procedure was an aspiration case in the a1 segment. The dispenser hoop was flushed prior to removing the catheter. Upon removal from the patient after first pass, the cat 7 catheter was found to be fractured directly below the hub, with the fracture appearing to be a laser-type cut. The operator then switched to a cat 5 catheter. The same fracture event occurred with the cat 5. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported code 'catheter shaft broken/fractured during use'.

Event description:
It was reported that the subject catheter broke off during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.